Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 whole row b was not detected. A field service engineer (fse) had removed all the cubie pockets and row boards from the drawer, cleaned out the bottom, and had reseated each row board to resolve the issue. The pharmacist had successfully inventoried cubie pockets from the row. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed. The customer stated that this malfunction happened during issued the medication to patient and which caused delay in dispensing medication. However, there were no adverse events or injuries reported based on this event.